Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Product information required in retrieving the device history records for reviewing and searching the complaint database by lot was not provided. Patient x-rays were not available for examination. The investigation could not draw any conclusions regarding the reported event. It was noted the device was implanted for approximately fifteen years prior to revision. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address osteolysis, poly wear of the insert, and loosening of the tibial tray and femoral component at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown.